Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the infusion line was disconnected from the connector of the purple third lumen, and air entered into the patient¿s body from the connector of the third lumen, leading air embolism. Although the patient's condition allegedly deteriorated temporarily, it has been improved and is stable now. We were unable to obtain additional information from the facility regarding this issue.